Event description:
Pt reported passing through an unidentified metal detector at the library, resulting in hand tingling. Pt spent six hours in emergency room for testing.

Event description:
Hcp reported the pt experienced tingling, and almost passed out, after passing through an unidentified metal detector at the library. It was later discovered that the generators were turned off. There were no clinical consequences from the reported event. The current status of the pt is stable.